Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 99% stenosed lesion was located in a calcified and severely tortuous right coronary artery (rca). A 3.5x28mm taxus liberte' stent was implanted in the proximal rca. Next, the 3.0x20mm taxus liberte's was advanced to the rca, however, it was unable to be advanced through the 3.5x28mm taxus liberte' stent. The 3.0x20mm taxus liberte' stent was removed. During withdrawal, the stent became caught inside the y-adapter and the stent dislodged from the balloon. The procedure was completed with a different device. No pt complications occurred. Pt status is satisfactory.